Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. The reported wear was confirmed. Furthermore, evaluation revealed several geometrical features of the insert had been modified after the device had been released for distribution consistent with adulteration. No evidence was found of product malfunction or product error as a contributing factor to the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, 1999, the patient underwent tka for ra with the insert in question. After the surgery, the patient's knee felt unstable due to polyethylene wear on an unknown date. On an unknown date, revision surgery was performed. The 8 mm insert was replaced with a 12.5 mm insert. The surgery was completed successfully without any surgical delay. The surgeon wants to know the amount of polyethylene wear on the insert. No further information is available.